Event description:
Pt reported that suture did not absorb at stomach incision following mammoplasty/implant removal. Pt states that she required surgical procedure to remove suture. Pt states that she experiences general tiredness. No indications of cultures were provided, though caller stated she experienced post surgical wound drainage.